Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported she was doing well and all of a sudden, she started to have a return of symptoms where she wet the bed at night, having leakage a lot, getting up to go to the bathroom frequently, having to change her underwear because she didn't wear pads, not being able to get to the bathroom in time and when she got up to go to the bathroom it was running down her leg. The patient reported that she was told not to mess with her settings and was going to call her healthcare provider (hcp). Additional information was received from the patient and it was reported that she was having problems with her bottom and her lower back. The patient reported that her bottom and lower back hurt. The patient reported that he always had back problems but now it was a little worse. The patient reported that she was wondering if her bladder might have been dropped because when it dropped it pushed down and maybe that¿s why it wasn't working. The patient reported that before the ins was implanted her hcp said that her bladder had dropped a little bit but not enough to have surgery. The patient also reported that she was going to the bathroom a lot. The patient reported that she went like every 2 minutes and that slowed down now. The patient reported that she wasn't going as much anymore. The patient reported that the therapy was working now but her bottom hurt.